Event description:
The event is reported as: the stapler jammed during use. No patient injury reported.

Manufacturer narrative:
Product has not been returned to MFR at time of this report, therefore, investigation is incomplete. A f/u investigation will be sent when completed.